Event description:
After 5 minutes in surgery, the shoulder of the pt tripled the size with a great amount of physiological serum. The pressure established was 45mmhg. The surgery was delayed over 30 minutes but no adverse consequences to the pt resulted from this event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The tubing was tested and it worked without any problems. The customer's complaint could not be verified. Review of similar incidents reported to arthrex, where pump & tubing were returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.